Event description:
It was reported that after an atrial fibrillation (afib) - paroxysmal radiofrequency (rf) ablation which included the use of a vizigo sheath. The patient experienced hypotension and dissection, with treatment including medicine for the blood pressure and stent placement for the dissection. It was reported that the patient suffered peripheral vascular dissection on the right side, noticed after the procedure, after removing catheters. The patient's blood pressure decreased, and the anesthesia personnel treated the patient's low pressure medically. Because the patient had a previous hernia repair, the physician used contrast to visualize the venous anatomy under fluoroscopy, and the dissection was revealed at this time. A vascular surgeon arrived and placed a stent in the dissected vessel. The patient was held overnight and was stable the next morning. The plan was to discharge the patient later that day.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).